Event description:
It was reported that the sheath exhibited air bubbles during aspiration and leaked blood from the valve. During a pulse field ablation (pfa) procedure to treat atrial fibrillation and focal atrial tachycardia a faradrive sheath was used. The sheath was advanced into the body and then a farawave catheter was advanced through the sheath to be directed to the left atrium. Upon removing the catheter from the sheath after ablation in preparation to advance a mapping catheter through the sheath excessive air bubbles were noticed in the shaft and the syringe during aspiration, and then the sheath was leaking blood from the hemostatic valve in a slow drip. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, dissection, and microscope inspection. No outer abnormalities were observed. Blood occlusion was experienced when attempting to prepare the sheath for testing by purging out the air inside the sheath. The hemostatic valves were removed, and a guidewire and a dilator were inserted into the sheath to loosen up and push out the dried blood. Once the sheath was cleaned, hemostatic valves were reassembled, and leak testing was resumed. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external and internal hemostatic valve had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath exhibited air bubbles during aspiration and leaked blood from the valve. During a pulse field ablation (pfa) procedure to treat atrial fibrillation and focal atrial tachycardia a faradrive sheath was used. The sheath was advanced into the body and then a farawave catheter was advanced through the sheath to be directed to the left atrium. Upon removing the catheter from the sheath after ablation in preparation to advance a mapping catheter through the sheath excessive air bubbles were noticed in the shaft and the syringe during aspiration, and then the sheath was leaking blood from the hemostatic valve in a slow drip. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.